Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil seen on right, not seen on left right coil appears to cross over myometrium'), device expulsion ('essure coil seen on right, not seen on left right coil appears to cross over myometrium') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 626978, 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, pap smear abnormal, multigravida, parity 2 and gallbladder operation. Concurrent conditions included svt, kidney stone, uti, dysplasia, uterine bleeding, paratubal cyst and gallbladder pain. Concomitant products included diltiazem hydrochloride (diltizem) since (B)(6)2009 and nadolol (corgard) from (B)(6) to (B)(6) for svt as well as doxycycline, intrauterine contraceptive device (iud nos) since (B)(6) to (B)(6)2008, nadolol and thyroid from (B)(6)to (B)(6). On(B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2010, the patient experienced raynaud's phenomenon ("autoimmune disorder type of disorder: ra raynaulds thyroid problems"), fatigue ("fatigue,"), joint swelling ("other injury(ies) or complication (s) please describe: joint swelling"), arthralgia ("other injury(ies) or complication (s) please describe: joint pain") and peripheral swelling ("swelling of fingers,toes"). In (B)(6)2010, the patient experienced pelvic pain ("pain,"). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6)2016, the patient experienced thyroid mass ("autoimmune disorder type of disorder: thyroid nodules"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding(menorrhagia)"), alopecia ("hair loss") and thyroid disorder ("thyroid problems"). The patient was treated with cortisone, ibuprofen, levothyroxine sodium (synthroid), methotrexate, nifedipine and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, joint swelling, thyroid mass and autoimmune hypothyroidism outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, dyspareunia, fatigue, weight increased, alopecia, arthralgia, abdominal pain, peripheral swelling and thyroid disorder had resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune hypothyroidism, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, joint swelling, menorrhagia, pelvic pain, peripheral swelling, raynaud's phenomenon, thyroid disorder, thyroid mass, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: dyspareunia , dysmenorrhea , menorrhagia, pelvic pain. Lot number: 626814 manufacture date:2008-03 expiration date: 2010-02. Lot number: 626978 manufacture date:2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil seen on right, not seen on left right coil appears to cross over myometrium'), device expulsion ('essure coil seen on right, not seen on left right coil appears to cross over myometrium'), genital haemorrhage ('abnormal bleeding (general)'), rheumatoid arthritis ('ra') and autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroid') in an adult female patient who had essure (batch no. 626978, 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, pap smear abnormal, multigravida, parity 2 and gallbladder operation. Concurrent conditions included svt, kidney stone, uti, dysplasia, uterine bleeding, paratubal cyst and gallbladder pain. Concomitant products included diltiazem hydrochloride (diltizem) since (B)(6) 2009 and nadolol (corgard) from 1990 to 2009 for svt as well as doxycycline, intrauterine contraceptive device (iud nos) since 2001 to (B)(6) 2008, nadolol and thyroid from 2015 to 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced raynaud's phenomenon ("autoimmune disorder type of disorder: ra raynaulds thyroid problems"), fatigue ("fatigue,"), joint swelling ("other injury(ies) or complication (s) please describe: joint swelling"), arthralgia ("other injury(ies) or complication (s) please describe: joint pain") and peripheral swelling ("swelling of fingers,toes"). In (B)(6) 2010, the patient experienced pelvic pain ("pain,"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced thyroid mass ("autoimmune disorder type of disorder: thyroid nodules"). In (B)(6) 2016, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding(menorrhagia)/menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss") and thyroid disorder ("thyroid problems"). The patient was treated with cortisone, ibuprofen, levothyroxine sodium (synthroid), methotrexate, nifedipine and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, autoimmune hypothyroidism, dysmenorrhoea, joint swelling and thyroid mass outcome was unknown and the genital haemorrhage, rheumatoid arthritis, pelvic pain, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, dyspareunia, fatigue, weight increased, alopecia, arthralgia, abdominal pain, peripheral swelling and thyroid disorder had resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune hypothyroidism, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, joint swelling, menorrhagia, pelvic pain, peripheral swelling, raynaud's phenomenon, rheumatoid arthritis, thyroid disorder, thyroid mass, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bleeding menorrhagia (heavy menstrual bleeding) and rheumatoid arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: dyspareunia , dysmenorrhea , menorrhagia, pelvic pain. Lot number: 626814 manufacture date: (B)(6) 2008, expiration date: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new event added: ra. Reporter information were updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil seen on right, not seen on left right coil appears to cross over myometrium'), device expulsion ('essure coil seen on right, not seen on left right coil appears to cross over myometrium') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 626978, 626814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight, pap smear, multigravida, parity 2 and gallbladder operation. Concurrent conditions included svt, kidney stone, uti, dysplasia, uterine bleeding, paratubal cyst and gallbladder pain. Concomitant products included diltiazem hydrochloride (diltizem) since (B)(6) 2009 and nadolol (corgard) from 1990 to 2009 for svt as well as doxycycline, intrauterine contraceptive device (iud nos) since 2001 to (B)(6) 2008, nadolol and thyroid from 2015 to 2016. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced raynaud's phenomenon ("autoimmune disorder type of disorder: ra raynaulds thyroid problems"), fatigue ("fatigue,"), joint swelling ("other injury(ies) or complication (s) please describe: joint swelling"), arthralgia ("other injury(ies) or complication (s) please describe: joint pain") and peripheral swelling ("swelling of fingers,toes"). In (B)(6) 2010, the patient experienced pelvic pain ("pain,"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced thyroid mass ("autoimmune disorder type of disorder: thyroid nodules"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding(menorrhagia)"), alopecia ("hair loss") and thyroid disorder ("thyroid problems"). The patient was treated with cortisone, ibuprofen, levothyroxine sodium (synthroid), methotrexate, nifedipine and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, joint swelling, thyroid mass and hypothyroidism outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, raynaud's phenomenon, dyspareunia, fatigue, weight increased, alopecia, arthralgia, abdominal pain, peripheral swelling and thyroid disorder had resolved. The reporter considered abdominal pain, alopecia, arthralgia, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hypothyroidism, joint swelling, menorrhagia, pelvic pain, peripheral swelling, raynaud's phenomenon, thyroid disorder, thyroid mass, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: dyspareunia, dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs&mr received reporter information, lot no was added. Case become incident injury nos replaced by new event added partial expulsion of device, embedded device, pelvic pain female, vaginal hemorrhage, menorrhagia, genital bleeding, raynaud¿s disease, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, joint swelling, joint pain, abdominal pain, swelling of fingers, thyroid nodules, hypothyroid. Severity added swelling of fingers, pelvic pain, abdominal pain. Outcome were added , pelvic pain, abdominal pain, weight gain, joint pain, swelling of fingers, vaginal hemorrhage, menorrhagia, genital bleeding, raynaud's disease, dysmenorrhea (cramping), hair loss, fatigue, thyroid problems,dyspareunia (painful sexual intercourse). Medical history, concomitant drugs, treatment drugs and lab test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.